Event description:
PICC line was placed without incident in the pt. Initial tip confirmation x-ray was taken and the PICC tip was in the appropriate location. There was no external migration noted upon assessment of PICC site. At 24 hrs after the PICC was placed, the pt became compromised, chest x-ray taken, upon review of x-ray the PICC was deeper than on the initial x-ray 24 hrs earlier. Pt diagnosed with pericardial tamponade, pt coded, the medical team coded the pt, pt survived code. A pericardiocentesis was performed, PICC pulled back to appropriate location. Confirmation x-ray taken which confirmed PICC tip in appropriate location. PICC line left in dwelling in pt and is infusing IV fluids without incident. Pt is clinically doing good, no adverse outcome to pt per this event. The medical team believes the pt was contracted during and after PICC insertion, then pt relaxed, and this is the rationale for the PICC tip location being deeper than on the initial tip confirmation x-ray.

Manufacturer narrative:
Results of investigation will be filed in a supplemental report when sample is returned.